Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated she is receiving occlusion (04) alarms on her infusion devicde. She stated her blood glucose elevated to 500 mg/dl. Her normal blood glucose range is 30-300 mg/dl. She stated she felt thirsty and "bad". She changed her piston rod and adapter and was able to prime without error. She then bolused to reduce her blood glucose. Upon follow up, the patient stated she continues to receive occlusion alarms and her blood glucose is high due to stress from her husband being critically ill. She called for assistance in setting up her backup infusion device. Further attempts to follow up with the patient were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.